Event description:
It was reported that a minicap transfer set leaked where the tubing leaves the twist clamp. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed staining around the twist clamp, occluder leg, and the tubing was present. Due to the nature of the sample, no additional testing could be performed, therefore the reported condition could not be refuted or verified. Should additional relevant information become available, a supplemental report will be submitted.